Event description:
Info received indicates there is no head down function when using the siderail controls or the CPR function.

Manufacturer narrative:
The technician found that the head down and CPR valves were aged and the valve plunger tips were damaged. The technician replaced the head down and CPR valves to repair the bed.